Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of peritonitis was reported as leg wound. The patient was hospitalized on the same day as diagnosis and discharged after 22 days. The patient was treated with ceftazidime 250mg for 22 days and cefazolin 250mg for 22 days. The patient recovered from the event. Action taken with pd therapy was not reported. No additional information is available.